Manufacturer narrative:
The account found the pt right siderail was causing the issues. No further info is available on the repair of the bed at this time.

Event description:
The account alleges the bed is running down on its own. No pt impact.